Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the worsening pvl was unable to be determined, but may have been due to patient and/or procedural factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the physician to the field clinical specialist, one month post implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach the patient was admitted for heart failure and found to have moderate-severe paravalvular leak (pvl.) The valve was re-dilated with a 23 mm balloon with two extra cc's added to nominal volume. The pvl was reduced from severe to mild, with no central leak and the diastolic pressure increased by 20 points from baseline. The patient is doing well post procedure.